Event description:
Olympus was informed that during unspecified laparoscopic surgery, when the facility had changed the co2 gas cylinder into the spare, the packing had fallen out of the connector of the cylinder hose (connecting the uhi-4 and the co2 gas cylinder) and had become missing. The facility had completed the procedure with use of the similar but other device. There was no report of the patient's injury regarding this event. Then, during the cleanup of the operating room, the missing packing had been found.

Manufacturer narrative:
The referenced uhi-4 was not returned to olympus medical systems corp. (Omsc) for evaluation, but the cylinder hose was returned to omsc. The facility continued to use the uhi-4, therefore the uhi-4 had no malfunction. Omsc evaluated the cylinder hose and found that it had scratches on the connector and also the packing was deformed. Therefore, there is the possibility that the malfunction of the device is attributed to inappropriate handling of the cylinder hose by the user. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.